Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 39 mg/dl. Reportedly, the customer experienced night time lows and due to experiencing issues with the non-tandem continuous glucose monitoring system, the customer was unable to turn the basal software on to prevent the night-time lows from occurring. Juice was consumed to treat bg level.